Event description:
It was reported that the pt underwent a catheter revision. The patient's parents are unsure if the pt has ever received any medication since implant; specific symptoms were not reported. During surgery, it was noted that the catheter was broken and disconnected near the pelvic area; the ends of the catheter were reconnected and the revision was completed. The baclofen therapy was resumed at 300 mcg/day; the previous dose is unk. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
.